Event description:
It was reported that this right ventricular (rv) lead exhibited noise and low amplitudes. Device data was sent to rhythmcare for review. Data review determined this lead also exhibited intermittent oversensing of the observed noise. Rhythmcare then discussed the potential impact of the reported observations. This lead remains in service. No adverse patient effects were reported.